Event description:
It was reported that the arctic sun device had low flow. Per sample evaluation results on (B)(6) 2024, it was reported that there was an alarm that the water reservoirs were empty because the drain valves broken. The arctic sun device did not cool water and not heat water to expected value.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected